Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery last only for 3 days. The customer¿s blood glucose was unknown. The customer reported that the battery last only for 3 days. Since yesterday the battery was empty within a few hours. In the alarm history only place new battery. No power error detected alarms. The customer was advised that to remove battery then push esc until screen black and then wait at least 30 sec and place new battery. The insulin pump will be returned for analysis.